Event description:
(B)(4) study. Same case as 2134265-2012-04828. It was reported that following a coronary artery stenting treatment procedure the patient expired. Lesion 1 was a de novo lesion located in the 1st left posterior lateral with 90% stenosis and was 4 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and placement of a 2.50 x 8 mm taxus liberte stent, with 0% residual stenosis. Lesion 2 was a de novo lesion located in the 2nd obtuse marginal with 80% stenosis and was 4 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 8 mm taxus liberte stent, with 0% residual stenosis. In (B)(6) 2012, the patient expired per death certificate the patient was pronounced dead at home under hospice care due to congestive heart failure. No autopsy was performed.

Manufacturer narrative:
(B)(4). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).